Event description:
It was reported that the blood bag was torn close to the hook hole and about 400 ccs of blood needed to be discarded. An unk amount of pre-donated blood needed to be transfused. There were no adverse consequences reported.

Manufacturer narrative:
The device will not be returned to the MFR for investigation. Therefore, no conclusion can be drawn.